Event description:
It was reported that the patient has expired. The date of patients' death and implant duration are unknown. It is also unknown if the death was device related. No further details were provided.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance. Customer letter not required.

Event description:
It was reported that the handpiece began overheating during a tooth extraction, and the pt received a second degree burn located on the bottom right lip. The burn was treated with vaseline, bacitracin, and ice, and then the procedure was completed successfully with a backup device. After the procedure, the pt was prescribed oral pain medication and an antibiotic to prevent infection. It is not known at this time if permanent damage, scarring, or additional surgery is required.